Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-2210-0 - island dressing 50/box. The patient has been receiving rit med brand of island dressing and it is irritating patient's skin. Patient says his skin is peeling off when he uses and he is bleeding. The patient says we also have medical action brand of island dressing and he wants that because it works for him. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".